Event description:
The patient reported charging issues between the implant the external equipment. The problem was not confirmed. During a drug pump placement procedure the surgeon decided to implant the patient with a new advanced bionics spinal cord stimulator.